Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. The wand is bent from use. The black shrink wrap is deformed at the proximal edge where it joins the handle. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation. Saline was noted coming out of the blue bushing above the wand. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) loose shaft 2) excessive force. No containment or corrective actions are recommended at this time. H6: health effect - impact code.

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the evac 70 coblator ii wand was leaking irrigation through the plastic part of the handpiece. The patient lost 350ml of blood, when they usually lose only 50ml. The procedure was completed with a non-significant surgical delay using a bovie device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).